Event description:
It was reported that the patient stopped breathing while at home and died unexpectedly. The cause of death is unknown. It is unknown if the death is related to the device system. The patient was enrolled in the (B)(4) trial. No additional details are available.

Manufacturer narrative:
The information submitted reflects all relevant data received. Attempt(s) for additional information were unsuccessful. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: dtbx1qq ICD, implanted: (B)(6) 2013; 429878 lead, implanted: (B)(6) 2013. (B)(4).